Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 64813210, (B)(6) tib ins 10mm xs/s s1/s2, lot: lkt889. 64952105, (B)(6) small femoral bushing, lot: lkn670, qty (B)(4). 64952115, (B)(6) small axle, lot: ctd59684. 64812100, (B)(6) tib rot comp xs-xl, lot: 167613. 64812140, (B)(6) tibial sleeve, lot : lkp083. 5549-a-130, triathlon sym cone aug sz c, lot: payy1. 64952020, (B)(6) dist fem comp sml r 65mm, lot: ljx4l. 6630-6-510, duracon s-1 10mm full wedge, lot : dx97sa. 64853115, (B)(6) fem stem w/0 body 15x127mm, lot: 238795b. 64786615, ti dur reg fluted stem 13x80mm, lot: 0110765. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient's right knee was revised. As reported: "pt. Has suffered from a chronic infection of the right-knee following multiple surgeries. Performed an extensive I&d and swapped out some (B)(6) components as per I&d protocol. No complaints filed against the components themselves."